Event description:
It has been reported to philips that the allura system did not boot up successfully, it got stuck at 00:00. The system was not in clinical use. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disk which returned the system to use in good working order. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Review of the system log file showed malfunctioning of flexvision pc. Fse did troubleshooting which reflected problem with flexvision pc. Fse replaced flexvision pc, reloaded the software and configured the system. After replacement of flexvision pc, reload of software and configuration, the system was returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.